Event description:
It was reported that a continuous glucose monitoring error occurred on pump display for customer using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed reset with support guidance, did not see error reappear, and successfully started new sensor session.